Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 475 mg/dl. The customer reported reoccurring no delivery alarms. The customer reported woke to a blood glucose level of 160 mg/d. The customer treated for the high blood glucose level with insulin pump bolusing. The customer had no symptoms. The most current blood glucose level was unknown. The customer declined troubleshooting going in to oral surgery. The insulin pump will not be returned for analysis.